Event description:
During follow-up, an extended charge time was observed at capacitor maintenance. Three additional manual cap reforms were attempted, but none were successful. The decision was made to explant the device.